Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Device UDI lot/serial: (B)(4), UDI: (B)(4); lot/serial: (B)(4), UDI: (B)(4); lot/serial: (B)(4), UDI: (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis, occlusion of native vessel and surgical conversion.

Event description:
On (B)(6) 2018, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses (rlt261414j/(B)(4) , plc121400j/(B)(4) and pll161407j/(B)(4)). Final angiography was run, revealing no endoleaks, and the patient tolerated the procedure. On (B)(6) 2018, the patient could not urinate so that an angiography was run, confirming that the proximal end of the trunk-ipsilateral leg component completely covered the bilateral renal arteries. It was reported by the physician that the manipulation of a fluoroscopic imaging device as well as the initial deployment position of the trunk-ipsilateral leg component could have contributed to the vessel coverage but the exact cause was unknown. On the same day, an open abdominal surgery was performed whereby all the existing endoprostheses were explanted. The patient tolerated the reintervention and has been doing well after the surgery.